Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said yesterday they were making the bed when all of a sudden, the device started going crazy. They said that the device was pulsing really hard almost like someone turned it all the way up. They said this caused pain in their crotch and hip. They said they went to the emergency room for this and when they sat down the device sensation stopped and had not returned. They had a doctor¿s appointment on thursday to check the device status. The patient as redirected to their healthcare professional.